Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 noted that post procedure, the patient had difficulty voiding and was catheterized. After two weeks, the patient complained of incontinence. In (B)(6) 2008, the patient experienced urge incontinence at least twice a day and was treated with sanctura. She had the same problem when she came back on (B)(6) 2008 and had started wearing pads. In (B)(6) 2008 the patient complained of left abdominal pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.